Manufacturer narrative:
H10: two (2) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of minicap extended life pd transfer sets had a connection issue while connecting to a minicap. This was noticed before use for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.